Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 19dec2019. There was no patient involvement. The reported issue was confirmed by a representative of the manufacturer. The battery was replaced and the issue resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019.

Event description:
It was reported that when the customer attempted to replace their old batteries with new batteries, the new batteries would not charge. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.